Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted. The customer reverted to a non-tandem pump for diabetes. Management. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has been returned for evaluation. Should new relevant information becomes available a supplemental report will be submitted.